Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragments from the monopolar curved scissors instrument broke off inside patient. The fragments were retrieved. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist closest to tip of the monopolar curved scissors (mcs) broke inside the patient. During placement of the tip cover accessory and during insertion through trocar, the instrument looked intact. Later during the case, the scrub technician noticed that the instrument was bent and broken. A few pieces of the instrument fell inside the patient but were retrieved by the surgeon. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no additional details have been received as of date of this report.